Event description:
It was reported that the stent did not fully expand. The target lesion was located in the iliac vein. The 18 x 40 wallstent delivery system was advanced to treat the lesion and deployed. However, it was noted that the distal end of the stent was not fully expanded. Hence, the physician performed post dilatation using a 14-4/5.8/75 xxl¿ vascular balloon catheter. During an unspecified inflation at 8 atmospheres the balloon ruptured. The physician then removed the balloon from the patient and used a different device to post dilate the stent and completed the procedure. No further patient complications were reported and the patient's status was fine. The xxl¿ vascular balloon will be reported via the (B)(4) report.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).